Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula which led to high blood glucose and diabetic ketoacidosis. The blood glucose level was 486 mg/dl at the time of event and the patient got treated with intravenous drip and manual injection. The patient stayed in the hospital for more than twenty-four hours. Symptoms reported was chest pain, nauseous and dizzyness. No further information available.